Manufacturer narrative:
Concomitant medical products: product ID 37092, lot# 244080002, implanted: (B)(6) 2010, product type: accessory; product ID 3 7752, serial# (B)(4), product type: recharger; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient lost coverage in her right foot. The patient tried changing between group a and group b and this did not resolve. This problem started suddenly about a couple weeks ago. It was stated that one day it was there and the next day it was not. The stimulation stopped mid-calf on the patient¿s right leg and she felt nothing in her right foot. The patient was told that because she keeps the stimulation on 24/7 the battery would not last 10 years. Additional information has been requested.